Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dfa system. During an interventional procedure, the user reported that the system only displays half of the image. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. Investigation was performed considering complaint description, cs reports and system history. The root cause indicates an issue with one blade of the width filter inside the collimator which could no longer be moved and thereby limited the size of the viewable image. The service engineer found that the rectangular module of the collimator was defective, however, the customer refused to replace the collimator. Therefore, an extensive investigation could not be performed as the collimator was not replaced and not returned for a detail investigation. Since the complaint part was not available for detailed investigation no further analysis could be conducted. The manufacturer is not considering further actions resulting from this event.